Manufacturer narrative:
This report is filed on november 23, 2017.

Event description:
Per the clinic, the patient experienced a middle ear infection with cholesteatoma resulting in the decision to explant the device. The device was explanted on (B)(6) 2017.